Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that the pump would not charge and it was getting red. The customer was advised to charge for 8 hours. The customer stated that she had a low reading of 36 mg/dl. The customer declined to troubleshoot for low readings. The customer also had a reading of 297 mg/dl. The customer also declined to troubleshoot.